Manufacturer narrative:
(B)(4) 2015 01:48 pm (gmt-4:00) added by (B)(4): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro device was overheating while testing the device on gauze. A replacement device was opened and the same issue occurred. The np also stated that the tip of the device was over heating and small sparks were seen. A third replacement device was used and the cord was changed to complete the procedure. The hospital did not report any patient effects. This complaint was created to capture second kit opened. (Trackwise related complaints (B)(4).)

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25114168, 25115039 and 25116625 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro device was overheating while testing the device on gauze. A replacement device was opened and the same issue occurred. The np also stated that the tip of the device was over heating and small sparks were seen. A third replacement device was used and the cord was changed to complete the procedure. The hospital did not report any patient effects. This complaint was created to capture second kit opened. (Trackwise related complaints (B)(4)).